Manufacturer narrative:
Device not accessible for testing: (4117/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1(event site email: (B)(6) ), h6 (health effect ¿ clinical code). Additional point of contact: (B)(6). Department: dcm-sourcing buyer occupation: non-healthcare professional. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. A getinge field service engineer evaluated unit and confirmed customer reported helium bottle was leaking out inside of unit. Performed helium leak test on cart and console and narrowed the leak to the cart. Replaced the power supply monitoring board and high pressure transducer due to incorrect x5 transducer readings. Performed helium leak check and console and cart which both passed. Performed system checkout and released unit to customer for clinical use .it is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.